Manufacturer narrative:
Evaluation summary the product was not returned; however, a picture was provided by the customer for analysis. These devices had been used in the treatment or diagnosis of a patient. Without the original packaging or a reported lot number, the investigator cannot determine if the product was within the assigned expiration date at the time of reported incident. The product in the photo appeared to meet specification. The picture showed the coating at the tip of the electrode had begun to whiten and erode. The electrode in the picture appeared to be an e1450x electrode. The e2450hs was not visible in the photo. Visual inspection of the photo found the tip of the electrodes to be discolored where the coating had begun to erode. The purpose of the coating is to limit the tissue from sticking to the electrode. The coating erodes as the electrode is activated. The tip of the electrode also discolors when activated and used on tissue. This effect is a normal part of electro surgery and is not considered a defect. The instructions for use (IFU) states, tissue build-up on the tip of an active electrode poses a fire hazard. Keep the electrode blade free of debris. Wipe the electrode often with moist gauze or other material. The IFU cautions: do not exceed maximum power limits as stated in instructions for use. Exceeding these power settings may result in patient injury or product damage. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was a small orange flame at the tip of the electrode during an open arthroplasty. It is possible the surgeon may have touched a hemostat. After the second time, they changed the pencil and the generator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.